Event description:
During left total hip replacement, the depuy femoral reamer broke while reaming the left femoral canal. An extended osteotomy was performed in the left femur to remove the retained portion of the reamer.